Event description:
Information was received that the cadd ms3 pump stopped working with no audible alarms. Dose or amount: 81.75 ng/kg/min, frequency: q 72 hours. Route: sq. Dates of use: (B)(6) 2014 to present. Patient without medication for almost 24 hours. Patient went to ER with these symptoms: headache, very tired, and slight chest pain. Blood pressure 96/75. No reported longterm adverse effects.

Manufacturer narrative:
One pump was returned for analysis in used condition. Functional testing included use testing. It was found that the driverod assembly was not functioning causing the pump not to deliver medication. The driverod assembly was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the driverod assembly.